Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 14 atms. (The number of inflatiions and to what atms is unknown). The maverick2 monorail balloon was being used to pre dilate the lesion. The lesion being treated was a very calcified, 99% stenotic lesion in a diffuse mid rca. No patient injuries or complications were reported. Patient status is listed as "good."